Event description:
Vns patient had been diagnosed with left vocal cord paralysis and their device had subsequently been programmed to off. Stimulation was initiated the same day as implant surgery. Approximately one week post-implant, the patient was seen by neurologist who programmed the device to off due to diagnosis of left vocal cord paralysis by both ent and implanting surgeon. The patient was seen again by neurologist five days later at which time their condition had not changed. Treating physicians plan to leave the device programmed to off until the vocal cords heal and will monitor the patient's progress.